Manufacturer narrative:
Multiple attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that a brand new probe was put around the patient's toe and the parents woke up to find that their daughter had burns on her toe where the probe was put on. The main burn where the exposed part of the probe has left a blister on her toe." Additional information received: the sensor on was put at 9:30pm and checked again at 7:30am (10 hours). The burn resolved as soon as the site was switched. A new sensor was put on the right, big toe and there has been no issues so far.